Event description:
Customer reports that pt returned 5 weeks post total hip complaining that the suture was spontaneously extruding. Sutures were "picked" out and subsequently caused what appeared to be a suture abscess. It is unknown if the absces was infected. No further consequence to the pt is noted.